Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter would not cut during a left eye vitreoretinal surgery. The cut rate was slow, however, aspiration of the probe was present. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for this event.

Manufacturer narrative:
A probe sample was receive for evaluation. For this report the final customer lot was identified. A device history record for the lot was conducted. The product was released according to the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and deemed conforming. Aspiration testing was performed and deemed conforming actuation testing was performed and deemed nonconforming. The cutter was not observed in the port during testing. Cut testing was performed and deemed nonconforming. No cutter movement occurred. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Wear marks were present at the bend area. Actuation testing was performed after the disassembly and was then deemed conforming. The complaint evaluation does confirm the returned probe did not cut properly. The poor cut performance is due to no cutter movement. The mostly likely cause for this lack of movement is likely to be from a damaged inner cutting edge or foreign material impeding the movement of the cutter of the shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation, but the shaft resistance was eliminated when the probe was disassembled allowing for good movement of the cutter. (B)(4).